Event description:
It was reported the subject device exhibited error 227(scope communication error).the event occurred during reprocessing, and there were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and since the initial device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the investigation confirmed a damaged charged coupled device unit resulting in no image; however, the root cause of the event could not be definitively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.